Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized after having experienced a lot of ventricular tachycardia (vt). The patient underwent a vt ablation procedure. A non boston scientific field representative discussed that the patient would experience a premature ventricular contraction (pvc) after which the device would provide a ventricular pace, which initiated vt. Technical services (ts) discussed programming specifics. The device remains in service. No additional adverse patient effects were reported.